Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed the following: presence of calcification and tortuosity in patient's access vessels. Minimum luminal diameter (mld) is insufficient for use of a 14fr esheath+. Conduit device observed at right femoral access. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint sheath component separation was confirmed. Per IFU/training material, it is indicated to "remove valve and sheath together as a single unit and replace if push force is too high or valve stuck in the esheath while advancing" and "do not over-manipulate the sheath at any time". During pre-decontamination evaluation of returned commander delivery system, a piece of grey rubber material from the sheath duckbill valve was observed stuck within the frame struts at the outflow side. Since the stuck material was at the outflow transcatheter heart valve side, it is likely that this piece tore off and got stuck on the transcatheter heart valve as the delivery system with crimped transcatheter heart valve was being pulled out of the sheath hub through the hemostatic valve, leading to observed material. As such, the available information suggests that procedural factors (device manipulation during withdrawal) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Potential sheath duckbill valve material was observed stuck between struts of a 26mm sapien 3 ultra valve that was returned to edwards lifesciences. As reported from our affiliates in switzerland, difficulties were experienced when inserting a commander delivery system through the 14fr esheath+ during a transfemoral tavr procedure. The delivery system became kinked, and it was decided to use a non-edwards valve using the transaxiliary access instead. The patient was discharged. Root cause of the event was perceived as a tight, calcified unexpandable segment of the vessel. The commander delivery system was returned to edwards lifesciences with crimped 26mm sapien 3 ultra valve over crimp balloon area. Potential sheath duckbill valve material was observed stuck between valve struts.

Manufacturer narrative:
Investigation is ongoing.